Event description:
A non-healthcare professional reported that following 60 days after the intraocular lens (iol) implant procedure, the patient underwent capsulotomy with a yag laser.the patient also reported that she has clear clearer distance and medium-distance vision, however, totally impaired near vision, frustrating the expectations she had been given.the patient also stated close-up vision, which was excellent, became cloudy and blurry.additional information has been requested however no further info received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The lens remains implanted in the eye. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).